Event description:
A pk papyrus covered stent system was selected for treatment. There was a perforation on a saphenous vein graft which could not be sealed after prolonged balloon inflation. The first pk papyrus was deployed but did not stop the bleeding (is reported separately). Then overlapped distally with a 10 mm overlap, the 2nd pk papyrus 3.5 x 20 mm was also deployed at 12 atm and post-dilated at 16 atm for 2 min. This did not stop the bleeding either. A long 4.0 balloon was inflated for 25 min. That finally sealed the perforation.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the conducted investigations, no manufacturing or material related root cause could be determined.